Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (B)(6) was implanted and error message "sensor or extension cable failure" appeared spontaneously without reason. The patient was not moved. Medical staff changed the monitor and cable without success. Therefore, the sensor was explanted and replaced. Additional information received: the new sensor worked without changing monitor or cable. Electrode of extension cable was placed on the patient during all monitoring, intraparenchymal localization in the left frontal region, no clear delay (fiber changed in 30 minutes).

Manufacturer narrative:
The cerelink sensor was returned for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was not confirmed: - unknown foreign residue covering sensor area that is not part of the manufacturing process. - catheter crimped 17.5cm from distal end. - icp express = 535; cerelink monitor acceptable. - microsensor was detected and zeroed without any issues, did not receive an ¿error message¿. - no further testing. Root cause - the exact root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be ¿unstable sensor performance or incorrect selection of semiconductor components¿.

Event description:
N/a.